Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedure. During procedure, balloon that was inserted into fracture, was unable to expand. When the balloon was removed and tested outside, air was leaking out from the balloon. The procedure was completed with a new product. No patient complications were reported.

Manufacturer narrative:
Product analysis: returned ibt¿s tested and found not to be not ruptured. Both were partially inflated and found to be able to hold fluid without leaking. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instruments appear to be capable of performing their intended function.